Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported aviva system blood glucose result of 113 mg/dl, professional system result of 282 mg/dl within 10 minutes. Customer didn't have symptoms of high blood sugar. Nurse gave customer a shot of 20 units of unspecified insulin. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.